Manufacturer narrative:
The patient was subsequently discharged to home in stable condition and walking about as normal. The flow rate on the patient's ventricular assist device (vad) has returned to normal.

Event description:
It was reported that the patient was getting multiple low flow alarms "in situations like moving, breathing deeply and sleeping on the right side." The patient came in to the facility and "they noticed a general need of volume and found gastrointestinal bleeding." The patient was admitted to the intensive care unit (ICU). The patient was having tarry stools. An endoscopy was done and a colonoscopy is scheduled to be done. The patient is currently stable and in ICU. The device remains implanted and will not be returned to the manufacturer for evaluation.

Manufacturer narrative:
This device is used for treatment and not diagnosis. The heartware® ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The heartware® system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including gastrointestinal bleeding, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). Device will not be returned.